Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system has exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. This triggered a lead safety switch (lss) resulting in the pacemaker device automatically switching the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. There were subsequent instances of noise, which was oversensed resulting in inappropriate atrial tachy response (atr) mode switch episodes. It was noted that the patient came into the clinic, the lss was programmed off and there has been no noise subsequently observed. Boston scientific technical services (ts) discussed the device header spring contact issue with the representative and provided guidance to consider programming the ra lead to a unipolar pacing and bipolar sensing configuration, if appropriate, in order to eliminate the impedance spikes. The representative indicated that sensing and pacing are otherwise normal. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker system has exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. This triggered a lead safety switch (lss) resulting in the pacemaker device automatically switching the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. There were subsequent instances of noise, which was oversensed resulting in inappropriate atrial tachy response (atr) mode switch episodes. It was noted that the patient came into the clinic, the lss was programmed off and there has been no noise subsequently observed. Boston scientific technical services (ts) discussed the device header spring contact issue with the representative and provided guidance to consider programming the ra lead to a unipolar pacing and bipolar sensing configuration, if appropriate, in order to eliminate the impedance spikes. The representative indicated that sensing and pacing are otherwise normal. The products remain in-service. No patient symptoms or adverse patient effects were reported.